Event description:
It was reported that during a sleeve gastrectomy procedure, the device was used with a gold cartridge plus seamguard reinforcement (gore). At the first firing, the device was closed properly, but when the trigger was actioned, the trigger resulted blocked. It was not possible to re-open the jaws, even if using the manual firing release lever. On the tissue, some staples resulted applied. The case was carried out by using another device with gold cartridge but without reinforcement. It was necessary to sacrifice a part of gastric tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Shrouds. The analysis results found that an device was received in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components; the right and left shroud retention boss's were noted to be damaged. The damage to the retention boss's is consistent with excessive load applied to the closing and firing trigger possibly due to clamping over an excess of tissue. In addition brown stains were found on the internal components consistent with a non ethicon endo surgery decontamination process of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.